Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and delivered an inappropriate shock. Twiddler syndrome was confirmed and the electrode body was found twisted with device rotation being reproduced under x-ray. The patient was given a lifevest and the s-ICD system was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and delivered an inappropriate shock. Twiddler syndrome was confirmed and the electrode body was found twisted with device rotation being reproduced under x-ray. The patient was given a lifevest and the s-ICD system was turned off. No additional adverse patient effects were reported. Additional information was received indicating the position of the s-ICD was displaced because the suture fixing the pulse generator was broken or untied, causing the electrode to be twisted. As a result, the electrode fractured, leading to the inappropriate shock. Subsequently, the patient underwent a revision procedure, the electrode was explanted and replaced, and the s-ICD remains in service. It was also noted there was physical and mental damage to the patient due to an improper operation. No additional adverse patient effects were reported.